Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient experienced a skin reaction with redness, skin inflammation/swelling, skin infection, pain/discomfort and soreness that extended beyond the patch perimeter, that originated from the needle puncture site which occurred approximately same day after the sensor had been inserted in the arm. The patient stated that on (B)(6) 26 approximate date he inserted a sensor on his upper arm, which caused pain at insertion, and inaccurate cgm readings. Due to increasing pain and inflammation, and soreness. The patient removed the sensor and observed redness from the insertion site. By the following day, his entire triceps became swollen, hot, red, and painful, with the redness expanding beyond the insertion site. He sought care at the emergency room (ER) on (B)(6) 2026, where the affected arm was examined and diagnosed as an infected sensor insertion site. The patient stated that he had undergone ultrasound. The patient stated that an ultrasound was performed on (B)(6) 2026 and that there was ¿a large or significant pustule in the middle, but it did not go terribly deep.¿ he was prescribed oral antibiotics (cephalexin 500 mg for 7 days), which he completed on the day of the call. Despite finishing the antibiotic course, the patient reported a persistent large lump and inflammation and had another check for reassessment. The patient later had a second ultrasound because ¿it¿s still hard,¿ and said the findings showed ¿inflammation swelling inside the muscle of the triceps,¿. The patient stated that later imaging showed ¿no encapsulated pustule left,¿. At the time of the report, patient condition was better where his arm is slowly healing. No other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).